Event description:
On (B)(6) 2026, in the united states, it was reported that the infusion set was accidentally pulled out during use after approximately 2 days of wear due to tubing catching on something or the pump falling. Patient reported elevated blood glucose levels of 18 mmol/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.